Event description:
A customer reported experiencing multiple cartridge alarms, specifically alarm 20, on their insulin pump, which occurred during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with loading a new cartridge, but the issue persisted, leading to the decision to replace the pump. Customer contacted the healthcare provider to obtain alternate insulin therapy.